Manufacturer narrative:
The pump was received with an intermittent button response due to the corroded keypad traces. It was noted that there was no moisture damage found on the electronics, motor, battery tube, and vibrator assembly. There was no unexpected number scrolling during testing. The pump was received with a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer was at the beach and they stated that they did not get any sand or moisture in the pump. The pump was on the towel to protect it but the numbers started scrolling. Customer removed the battery but now no buttons work. Customer's blood glucose was 12 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.